Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which caused auto mode switch episodes. The noise could not be reproduced in-clinic and the patient was not experiencing any symptoms. No programming changes were made. The patient left the appointment in stable condition. No additional information was reported.